Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure three orbit coils became unraveled/stretched. There are no patient or target lesion details available to date. During a coil embolization procedure, the orbit rdfl complex fill coil ((B)(4)) and orbit rdfl complex fill coils ((B)(4)) stretched during multiple placement attempts in the aneurysm. After the event, the same size trufill coils were utilized to complete the procedure successfully, and there was no serious injury reported with the event. The devices were single use. After the event, all the coils and delivery systems were removed from the patient without any issues. There were no kinks in the mc that may have contributed to the event, and no other device contributed to the event. An adequate continuous flush was maintained through the sl10 excelsior (mc) microcatheter at all times, and the excelsior sl 10 mc was not reshaped. There was no report injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected through of the introducer under microscope; the gripper was found without damage and the embolic coil was found stretched and it was still attached to the griper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - unraveled/stretched' was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaints of embolic coil unraveled/stretched were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the events. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information suggests that procedural issues may have contributed to the confirmed unraveled/stretched damages. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00405, 1058196-2011-00406, and 1058196-2011-00407.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected through of the introducer under microscope; the gripper was found without damage and the embolic coil was found stretched and it was still attached to the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00405, 1058196-2011-00406, and 1058196-2011-00407. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00405, 1058196-2011-00406, and 1058196-2011-00407. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure, the orbit rdfl complex fill coil (638cf0925/15129007) and orbit rdfl complex fill coils (638cf0824/15089796 and 638cf0510/15236986) stretched during multiple placement attempts in the aneurysm. After the event, same size trufill coils were utilized to complete the procedure successfully, and there was no serious injury reported with the event. The device was single use. After the event, all the coils and delivery systems were removed from the patient without any issues. There were no kinks in the mc that may have contributed to the event, and no other device contributed to the event. An adequate continuous flush was maintained through the sl10 excelsior (mc) microcatheter at all times, and the excelsior sl 10 mc was not reshaped.